Event description:
It was reported the patient required high voltage to stimulate anything and ¿strange things¿ were happening. They had been at 6.7v and it had not been working well for them. The device was reprogrammed to see if something would work, but it didn¿t. It was intermittent; one minute it was working and the next minute it wasn¿t. Stimulation was tested at 4.7v and appropriate stimulation was given to the patient. The patient moved a little bit after. A few minutes later, the patient was getting no stimulation at 6.35v. It was added the representative was trying to program the patient to be at ¿10+ and 1-¿ with an amplitude resolution of 0.05. When they did this they hit the amplitude limit of 6.35v. They looked at c+ and 2- and were able to get up to 10v. The representative inquired what this issue was, but was not with the patient to resolve the issue. The doctor ordered an x-ray and it showed that the lead had pulled back into the bone. It appeared the observations were due to this. It was stated that this was not device related and the lead needed to be revised. The patient was not receiving appropriate therapy as of early (B)(6) 2015. It was intermittent ¿at best.¿ no further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).